Event description:
The patient stated that there was less volume taken out of the pump than anticipated at the last pump refill; volumes were not specified. The physician would like to do a catheter dye study, but the patient is allergic to iodine. They are looking into other contrast dyes that could be used for the study. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).